Event description:
The customer stated that she went to the hospital due to blood glucose levels over 500 mg/dl. The customer was unable to rewind the insulin pump, and was not receiving insulin. A police officer at the hospital assisted her, and was able to rewind the insulin pump. The customer was not admitted, and was sent home to monitor her blood glucose levels and hydrate. The customer stated she also had pneumonia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.